Event description:
Complainant alleged that while attempting to treat a pt the device's CPR stat pads associated with the device, did not adhere well to pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.